Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent robotic laparoscopic hernia repair on (B)(6) 2015 and barbed suture was used. Halfway through the closing, there was a split approximately 2 cm long in the suture. The physician continued closing the defect using the same suture. There were no adverse patient consequences reported.